Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. The vitek® ms system is intended for laboratory use by healthcare professionals who are trained in microbiology and good laboratory practices. Issue description: a customer in (B)(6) reported to biomérieux that they have obtained discrepant results for burkholderia cepacia complex (potential misidentification) with the product vitek ms instrument (ref. 410895, serial number (B)(4). The customer has tested an isolate (isolate 655) with five methods and has obtained discrepant results as follows: vitek ms: burkholderia contaminans, bruker : burkholderia cepacia/ burkholderia cenocepacia, 16srna: burkholderia contaminans/burkholderia cepacia, reca: burkholderia cepacia, his a: burkholderia contaminans. According to biomérieux global customer service (gcs) feedback, the method reca is the gold standard method for burkholderia cepacia complex. So, it is understood that there was a potential misidentification of burkholderia cepacia as burkholderia contaminans while using vitek ms instrument. Gcs requested additional data from the customer to be able to further investigate this case. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in china reported to biomérieux that they have obtained discrepant results for burkholderia cepacia complex (potential misidentification) with the product vitek ms instrument (ref. 410895, serial number (B)(6)). Investigation: there is no CAPA, no non-conformity on vitek ms linked with customer 's complaint. Investigation results: - fine tuning : according to the vilink alert tool criteria, no fine tuning was needed during the tests made on 14 jan 2022. However, the fine tuning made prior to these tests was not provided so all mandatory criteria are not known. - spot preparation quality: the calibrator ¿all peaks¿ values were heterogeneous. Based on this finding, spot preparation quality needs to be verified with the customer. - kb review: based on customer¿s information, the strain could be burkholderia cepacia which is present in the vitek ms kb v3.0. - sample data analysis: analysis of mzml sample files showed that the potential misidentifications were obtained from spectra with good level of score and good number of peaks. The low discrimination result gave results with a negative score -0.28 and -0.22 which was near the acceptable limit for giving an ¿identification" (limit is at -0.4). By reprocessing the customer data with vitek ms kb 3.2 and the next kb 3.3 under development there was no change; spectra results led to same identification and to low discrimination to burkholderia contaminans/ burkholderia vietnamiensis. R&d expertise confirmed results obtained by the customer with reca sequencing method to burkholderia cepacia and to burkholderia contaminans with hisa method. More precise identification cannot be given to burkholderia cepacia complex. This strain must be an atypical strain because the current sequencing tools do not allow to identify this strain at the species level. R&d expert advised to perform whole genome sequencing (ani and dddh analyses). To easily decide between the two species, if whole genome sequencing is not possible, r&d expert proposed to look colony color, hemolysis or some enzymatic results. Conclusion: the root cause related to the customer's issue has not been identified. There is no reconsideration of the performance of vitek ms instrument (ref. 410895, serial number (B)(6)).